Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2014-01479 & 07049 / 07050).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Not returned by attorney.

Event description:
Patient's legal counsel reported patient underwent a right hip revision procedure approximately seven years post-implantation due to patient allegations of pain, loss of range of motion, bone/tissue damage, elevated metal ion levels and metallosis. The modular head and acetabular cup were removed and replaced. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in patient's medical records reported that patient underwent a right hip revision procedure approximately seven years post-implantation due to acute pain. The patient's operative report noted thick white fluid consistent with alval, metallosis, osteolytic lesion of the posterior wall, lesion of the medial quad lateral plate, and evidence of corrosion at the taper inside at the trunnion and inside of femoral head taper.

Event description:
It was reported patient underwent an initial total right hip arthroplasty on (B)(6) 2007 and a total left hip arthroplasty on an unknown date. An upcoming right hip revision procedure has been indicated for an unknown reason. A review of invoice history confirms the total right hip arthroplasty on (B)(6) 2007. There has been no reported revision procedure to date. Additional information received from patient's legal counsel reported patient underwent a right total hip arthroplasty on (B)(6) 2007. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2014 due to patient allegations of pain, loss of range of motion, bone/tissue damage, elevated metal ion levels and metallosis. The modular head and acetabular cup were removed and replaced.

Manufacturer narrative:
This follow-up is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, ¿fretting and crevice corrosion may occur at interfaces between components.¿

Event description:
It was reported patient underwent an initial total right hip arthroplasty on (B)(6) 2007 and a total left hip arthroplasty on an unknown date. An upcoming right hip revision procedure has been indicated for an unknown reason. A review of invoice history confirms the total right hip arthroplasty on (B)(6) 2007. There has been no reported revision procedure to date. Additional information received from patient's legal counsel reported patient underwent a right total hip arthroplasty on (B)(6) 2007. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2014 due to patient allegations of pain, loss of range of motion, bone/tissue damage, elevated metal ion levels and metallosis. The modular head and acetabular cup were removed and replaced. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in patient's medical records confirmed the right hip revision on (B)(6) 2014. The patient's operative report noted thick white fluid consistent with alval metallosis, osteolytic lesion of the posterior wall, lesion of the medial quad lateral plate; and evidence of corrosion at the taper, inside at the trunnion, and inside of femoral head taper. Additional information received in patient's medical records revealed the left hip was revised on (B)(6) 2012 due to pain, poly wear, and a loose acetabular component. The patient's operative report noted clear fluid. The head and cup were removed and replaced. Further information in patient medical records reveal patient's blood was tested on (B)(6) 2014.